Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no image. It is unknown when the issue occurred. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, h6. Corrected fields: b1 (product problem was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. Troubleshooting performed by the customer indicated that the color bars came up on both monitors when no scope was plugged in, and even when they powered back on the video system center and the light source, they still had color bars with the video system center connected to the video pigtail cable, and the scope connected to the light source. The customer tested the scope and the same video pigtail cable on another video system center and light source tower, and it brought up an image. We provided troubleshooting steps for the customer to perform to assist in determining which unit could be possibly problematic. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.